Event description:
On monthly clinic day (B)(6) 2026, dr. (B)(6) voiced a complaint with the island dressings. Multiple patients had complaints that the dressings are causing skin irritation, scoriations and pruritus. It is essentially causing patient lack of compliance and a risk for infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).